Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 of -16.00 diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2019. Excessive vault and refractive surprise was observed. The lens was exchanged for a shorter length spherical lens of -15.00 diopter on (B)(6) 2019. The exchange resolved the problem. (B)(4).

Manufacturer narrative:
Device evaluation: lens returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Work order search statement in previous MDR should be corrected to "one additional similar complaint type event(s) within associated lots were found." (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -16.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a toric lens due to excessive vault and refractive surprise. This resolved the problem. Cause of the event is reported as unknown.